Manufacturer narrative:
The device was received for evaluation and upon an initial visual inspection of the trach it was noted that the valve was not properly placed inside the balloon. While the investigation notes that this was affecting the inflation and deflation of the cuff by slowing it, it was also noted that during decontamination, the interior areas of the tube were cleansed, and the valve was manually manipulated which may have altered its position from how the customer had originally sent it (this has since been discussed with the decontamination facility and has been addressed to avoid this issue in the future). Once the valve was reinserted into the balloon to its correct position there was significantly quicker inflation and deflation. It is possible that the decontamination process affected this product. However, the cause of the complaint, the cuff was not inflating, could not be determined. During production, all cuffed products are leak-tested at two separate points, including one inspection at the very end of the manufacturing process, both checks would likely have discovered any issues related to inflation and deflation of the cuff (including any issue with the valve being placed incorrectly) during these check points before it shipped to the customer. Root cause could not be defined with confidence. Product is accepted based on meeting specification requirements. Inspections and tests are conducted by trained operators through 100 percent screening inspection before shipment. A device history record (DHR) review indicated that a rework may be related (replace neck flange). One of the two trachs from this lot were reworked during the assembly process. It is unclear which piece had this replacement done, however, it is possible that rework done on this part of the product could affect the airflow to the cuff and prevent proper inflation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff was not inflating. No patient injury was reported.